Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the bending section adhesive part was chipped, the light guide lens corrugated tube was collapse, the insertion guide tube has insufficient resolution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the switch #3 short circuited due to excessive bending stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The medical device report (MDR) is related to the following patient identifiers: (B)(6) (ltf-s190-5, this report); (B)(6) (ltf-s190-5); (B)(6) (ltf-s190-5).

Event description:
The customer initially reported to olympus that while using the endoeye flex deflectable videoscope during surgery, if the universal cord is touched, electronic magnification occurs automatically. The issue was found during a therapeutic inguinal hernia surgical procedure which was completed with the same device. There were no reports of patient harm. The reported issue was not reproduced when the person in charge of the facility checked the subject device on-site. However, when reviewing the scope switch assignment of the connection system (otv-s300), it was observed that electronic magnification was assigned to the scope switch #3. When the subject device was connected and checked, the switch #3 did not respond. This report is being submitted for the reportable malfunction of key would not respond.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.